Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that patient had bad luck with the spinal cord stimulator and can¿t find the help or support that pt needed. Additional information from patient reported that the leads broke less than 3 months after being installed and now the tech can¿t get the new leads to work after it took me a year to get them replaced and it is said there is nothing that can be done.